Event description:
During the bronchoscopy procedure of the right main stem, the trupath biopsy needle was used. The physician tried to eject the fluid that had already aspirated. Through the fluid did not come out. Salin leaked at the wrong place from the syringe. The supervisor unscrewed the syringe and put more saline in and tried to inject the material into the lab cup. It still leaked. The sample was lost. The different device was used to complete the case. The patient was reported to be fine.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.